Event description:
It was reported that the case was a revascularization of the moderately tortuous, moderately calcified, concentric, 90% instent restenosed xience v stent in the right coronary artery, the iron man guide wire was delivered but could not cross the lesion. A non-abbott penetration catheter was advanced over the iron man but could not cross the lesion. A doc extension was connected to the proximal end of the iron man for removal of the penetration catheter; however, resistance was met with the devices and during removal the iron man and doc extension were removed with the catheter. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient effect. A non-abbott guide wire was advanced and placed in the vessel. A 2.75 x 10 mm nc mercury was used and during the first inflation at 16 atmosphere (atm) the balloon ruptured. A second 2.75 x 10 mm nc mercury balloon catheter was used and inflated to 20 atm to further dilate the lesion and treat the instent restenosis without incident. There was no reported adverse patient effect. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, product placement technique, product size selection and accessory device support; and is typically not associated with a product quality deficiency. It was reported that the lesion was 90% in-stent restenosed which could have contributed to the reported inability to cross the lesion. Resistance between devices during removal can occur due to numerous factors including, but are not limited to, interaction with other devices, insertion/removal/preparation technique, lesion morphology, patient anatomy/disease state, the condition of the catheter being used, and/or condition of wire coating. Coagulation of blood or contrast in the lumen of the catheter or on the wire can be a factor in reducing clearance. The catheter and the guide wire were not returned which may have aided in the evaluation. The lot history record was reviewed. There are no non-conforming material records associated with this lot. A query of the complaint-handling database was performed and there were no other incidents reported for this lot. The reported inability to cross the lesion appears to be related to operational context of the procedure and a conclusive cause for the reported resistance with the catheter could not be determined and there is no indication of a product quality deficiency. A visual inspection is performed on the guide wire tips after being loaded into the dispenser and an outer diameter inspection of all devices is performed prior to packaging. Additionally, quality control performs on line reliability testing to verify product quality. The xience v and doc extension are each being filed under separate MFR numbers.